Event description:
(B)(4). I have debilitating pain to my pelvis I can no longer make love to my husband. I feel sick and nauseous. I'm losing my hair. I feel very hard and bloated. I have a very very sharp stabbing pain in my back, my lower pelvis. Some days I can hardly move. I am trying to find a doctor to help me. (B)(6) keep me in bed for up to a week sometimes. I have four children that depend on me and some days I can hardly function sometimes. I have two periods a month. I'm in a lot of pain, also get a bad itchy rash on stomach and inner thighs.